Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 176mg/dl. The customer was experiencing unexplained high glucose for the last couple of days. Troubleshooting was performed. The customer stated that she had a sinus infection. The programming, time, and dater were corrected. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was below 250mg/dl after treating with a bolus. No further info was provided.